Event description:
It was reported that during a laparoscopic low anterior resection procedure, the clips ejected the remaining half firing when the device was used on the blood vessel though the device was fired properly from the beginning firings. There was no unexpected resistance and noise at the firing. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results found that the device (a) was returned in good visual condition. In an attempt to replicate the reported incident, the device was tested for functionality. Upon testing, the device was cycled, fed, retained and formed the remaining clips as intended. The device was found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results found that the device (b) was received in good visual condition with the jaws properly aligned. Upon cycling the device, it was noted to be empty and locked out. The device is designed to lock out when all the clips have been fired. Due to the condition of the device, no functional testing could be performed to evaluate the incident reported. No conclusion could be reached as to what may have caused the event reported. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j92x10, expiration date: 10/2017, manufacturing date: 11/2012.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time. Additional information: did the clips fall into the patient? - yes. If yes, how was the clips retrieved? "With a forceps via a trocar which firing of the device did this event occur on" - the information was not provided from the hospital. What vessel or structure was the device fired on at the time of the event? - blood vessel. Was the clip fully advanced into the jaws prior to firing? - yes. Was there any torquing or twisting of the device present at the time of firing? - no. Did anything unexpected happen prior to this incident? - no. Was the device fired after this incident in or out of the patient? - yes. What were the indications for surgery? - the information was not provided from the hospital. What was found? - the information was not provided from the hospital. Does the patient have any relevant history of surgical treatments? - the information was not provided from the hospital. If so, what? - the information was not provided from the hospital. Did somebody other than the primary surgeon fire the instrument? - the information was not provided from the hospital. If so, whom? - the information was not provided from the hospital.